Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient was not hospitalized for the reported event. The treatment for the peritonitis included injections (inj) of cefepime (1gm, once daily, route not reported), inj of tobramycin (60mg, once daily, route not reported) and inj of heparin (5000 iu, 1ml/exchange, route not reported). The patient¿s treatment was still ongoing at the time of this report. The pd therapy was also ongoing. The patient's outcome for this event was not reported. Additional information was requested, but is not available at this time.